Event description:
The biorci screw broke during insertion, while completing fixation of a bone-tendon-bone graft in a acl procedure. A second screw was used to complete the graft fixation. Complete removal of the broken screw was not confirmed. This incident did not result in procedural complication or injury to the pt.